Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29-jan-2026, it was reported by a sales representative via phone that an ar-9100-10p humeral stem inserter screw would not advance into the stem and became stuck. This occurred during use in a case with no patient effect. Delay in case 15 minutes. Case was completed using size 11 stem.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The port failure is most likely due to user error, specifically the overtightening of the inclination screw, which renders the device inoperative. The complaint allegation was not confirmed. No evidence of that failure was received.